Event description:
Customer complains that condom contained a hard plastic substance that caused cuts on penis. Substance was on the inside of condom. Penis now looks as if sand paper has been used. Customer states that substance caused bleeding from penis. Substance was felt intercourse, but continued on until the pain was severe. At time of call no medical attention, but will seek medical attention during lunch hour.